Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a full electrical reset was noted on the implantable pulse generator (ipg). The parameter values have been reset and all data has been cleared. The ipg remains in use. It was also noted that there was noise on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.